Manufacturer narrative:
Concomitant product 9735799r lot #: 1707294996400364 h2, h3, h6: the returned device was analyzed, and no failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a no video detected when shutting down from the software. The representative called technical services (ts) for additional troubleshooting. The representative noted that the system displayed "no video detected" when the system was shut down via softkeys in the software. The representative noted the system appeared to remain on, as she could hear the fans whirring and saw lights on the uninterruptible power supply (ups). When the power button was pressed, the system completely shut down as expected. The representative confirmed that the green ethernet cable between the router and computer was properly seated and in the correct port. The representative confirmed cart setup was configured properly. The representative checked selftest and noted that the firewall/ router status said unknown firmware. The representative swapped the green ethernet cable to lan 1, where the ups ethernet cable was originally plugged in. Shutting down via the softkeys in the software was then successful. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: net 9735799r sec app-amer-confd s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The net 9735799r sec app-amer-confd s8 svc was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.